Event description:
Philips received a complaint by the customer on the v60 indicating that the latch was broken. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the latch was broken. A quote was sent to the customer for a replacement part to be sent to the customer. Quote acceptance is currently pending.

Manufacturer narrative:
It was reported that the latch was broken. A quote was sent to the customer for a replacement part to be sent to the customer. Per good faith effort (gfe) response, it has been confirmed that the customer has replaced the latch and the v60 is back in service. The customer replaced the latch to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.